Event description:
It was reported by the rep that the device was used during a laparoscopic adhesiolysis. The surgeon ran into the rep in the o.r. And causally informed the rep that he had experienced a bowel injury on a pt while using the lcs five millimeter harmonic scalpel. He re-operated on the pt a day or two days later to repair the bowel injury. He believed that he may have had piece of the bowel in the jaws of the device and when activated this may have caused a bowel injury. The surgeon re-operated in order to repair the bowel injury. The surgeon did comment that this was probably the safest method to use in this case.